Event description:
This product is basically an electric knife. It uses rf energy to cut and coagulate tissue. It has 3 outputs, a handswitched pencil, bipolar and accessories. The bipolar output has its own rf power circuit and is not part of the problem. The problem is that relay k2 contacts became shorted (always closed even if unit is turned off). This means that when the handswitch is keyed the doctor is expecting the rf energy to come out of the handswitch pencil and only the pencil. With k2 shorted, the same energy also comes out of the accessories, presenting the danger of a pt being cut internally and doctor never knowing it. Also rptr feels surgery personnel could be at risk when this happens. (*)